Event description:
A malfunction on the pump was reported by the caller, characterized by a code displayed as malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and the caller understood these instructions.